Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional information was provided.

Event description:
The customer reported functionality was lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.